Manufacturer narrative:
H10: it was reported that the customer purchased, and installed a replacement battery to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
(B)(6).